Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformance's. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump was "not recognizing no flow in or no flow out". They stated that it did not alarm for either. Mmdg did follow up with the initial reporter who stated that this was discovered during testing, and no patient had been involved. [(B)(4)].